Event description:
Medical affairs was unable to get in contact with the pt; therefore, a letter was sent requesting the pt to contact medical affairs so that clinical info could be obtained. The pt contacted lifescan alleging segments were missing on the meter. The pt was unable/unwilling to verify any further info to customer svs. There is no info on whether the pt contacted emergency svs or if treated due to segments missing on the meter. The rep did the 'display check' over the phone and verified segments were missing. Based on the info that has been provided, the complaint is being reported as a malfunction, since segments are missing on the meter.